Event description:
The account alleged that the manifold will run but no functions will move manually or electrically. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.